Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Troubleshooting techniques were performed and it was found that the pump was dimpled when it was pressed. Two weeks later, a surgical procedure was performed and the pump was removed and replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. Functional testing of revealed that the pump did not pass the valve deactive state test. Based on the information available and analysis results, the anomaly in the functionality of the pump could have caused or contributed to the reported clinical observation of pump collapsed/dimpled/flat.

Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Troubleshooting techniques were performed and it was found that the pump was dimpled when it was pressed. Two weeks later, a surgical procedure was performed and the pump was removed and replaced with a new one. There were no patient complications.